Manufacturer narrative:
This report is submitted on august 5, 2020.

Event description:
Per the clinic, it was reported that the was placed under general anesthetic on (B)(6) 2020, in order to remove the abutment.